Event description:
A malfunction alarm was reported as malf 9, and no notable events occurred prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump and assisted the caller through the process. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again.